Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transplanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: (B)(6) was returned assembled with the pump cable severed approximately 6.0¿ from the pump header. The distal portion was also returned measuring approximately 19.0" from the inline connector. The modular cable was returned attached to the distal end of the pump cable. Approximately 2.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged to the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. D, and the heartmate 3 lvas patient handbook rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. The IFU and patient handbook provide information regarding how to clean and care for the driveline and instructs the user to check the driveline daily for signs of damage. The IFU and patient handbook also instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent routine transplant. There were no reports indicating a device malfunction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.